Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated. The workstation pcbs and power supplies were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent frame sync error message. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.